Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6)2010, explanted: na. Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned itself off (one time). The patient believes that another remote with the frequency of their ins may have turned their ins off. Once the neurostimulator was synchronized with a patient programmer, the ins turned itself back on. If additional information becomes available, a follow-up report will be sent.